Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. The review showed that no ncr's were generated during production and there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) rods broke post-operatively. At the beginning of may the patient returned to the hospital for a follow-up. It was reported that two (2) rods were broken. On (B)(6)2016, the surgeon performed a revision surgery and removed the implants. The patient is under monitoring in the hospital. The patient's initial surgery for a fracture of the lumbar spine occurred on (B)(6) 2014. No anomaly occurred in the procedure. This is report number 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.